Manufacturer narrative:
Carefusion file identification number is (B)(4). Several attempts to contact the customer for additional information has been made but no response has been received. Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect device component for evaluation.

Event description:
The customer reported a "loss of gas" on the avea ventilator. The customer reported when the device is on oxygen (o2) only and not on air, the device is working properly. When the device is on air only, the ventilator stops working and an "apnea" alarm is displaying. Carefusion technical support suggested replacing the air inlet printed circuit board (pcb). The customer did not provide patient information. At this time, it is unknown whether there is a patient involvement. There has been no report of any patient consequence associated with this event.